Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed that the pacemaker was in backup vvi mode due to software issue. The device was restored successfully. The patient was in stable condition.